Manufacturer narrative:
The aquabeam console was returned for investigation. No visual defects or anomalies were observed with the aquabeam console. The returned console was tested, during priming stage; console indicated multiple error messages and could not be cleared. The console was disassembled and the optical encoder was observed under magnification. Oil droplets could be observed on the encoder surface, indicating contamination. The optical encoder was replaced with a known-good unit, after which the console was retested on procept's qa test system. A complete simulated aquablation session was successfully performed without any errors. The root cause was determined to be a design issue. The design issue was addressed through procept's management quality system. A review of the device history record (DHR) for aquabeam console/serial number (B)(6) and ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The session log review was not conducted as functional testing confirmed the reported failure mode. The aquabeam robotic system user manual, um0101-00 rev. F, states the following: table 5: system detected errors and faults. E03 ¿ console error. Release foot pedal and click x. If error persists, turn off and turn on console. E04 ¿ console error. Release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the aquabeam robotic system triggered an "e03 - console error". Despite bypassing the error, it persisted throughout the procedure, along with an additional "e04 - console error" message. After completing the first pass, the surgeon proceeded with the second pass, during which both e03 and e04 errors persisted. The procedure was eventually able to be completed despite recurring error codes. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event. This incident represents the first of three cases performed that day.